Event description:
Meter name: fasttake. Strip name: fasttake. Meter code: unknown. Strip code: unknown. Strip storage: stored correctly. Symptoms: perspiration, heart palpitations and thirst. The pt reported that pt was seen by pt's doctor. Their meter allegedly was inaccurately erratic. The result on their meter was in the 60-70's when low and in the 300-500's when high. The result from doctor's meter was reported to be high. The actual results were unknown. The time difference between pt's meter and doctor's meter was unknown. Treatment was with "meds". The pt reported that pt "took juice when it was too low and then would go to the dr". No further info has been reported.